Event description:
The IV pump started beeping and the rn checked the tubing, as displayed on screen/display of IV pump. When she opened the pump to check the tubing, the tubing came apart and saline was spilled to the floor. IV tubing was replaced by a similar one and no further incident was reported until patient was discharged. No patient harm.